Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid (cloudy) pd effluent. The cause of peritonitis was not reported. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes not reported). It was reported that after this course of antibiotic treatment, the peritonitis was not resolved. Subsequently, eleven days after onset, the patient was hospitalized for the event. On an unreported date, after hospitalization, the patient began another unspecified course of treatment for the peritonitis (doses, frequencies, and routes not reported). At the time of this report, the peritonitis was resolving, the patient was recovering, and extraneal/physioneal therapies were ongoing. No additional information is available.